Event description:
It was reported that the health care professional (hcp) called for review of a stored ventricular episode for this patient with an implantable cardioverter defibrillator (ICD). Technical services reviewed and found there was noise that was being oversensed which resulted in an inappropriate stored ventricular episode. The noise was confirmed to be from electromagnetic interference (emi) as the patient was having a procedure performed. The patient did not receive any inappropriate therapy as a result. At this time, the device remains in service. No adverse patient effects were reported.